Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery cap was not returned and a test cap was used to successfully maintain an electrical connection. The pump powered up to the verify screen with auditory and vibratory alarms. The test battery cap was used to complete 24 hour testing. No power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.